Event description:
It was reported to philips that the system was unable to boot, stalling at the loading screen. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed that the system was unable to boot, stalling at the loading screen. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system was unable to boot, stalling at the loading screen with movement controls locked. Fse checked the system logfile and found an internal software error. To resolve the issue fse ordered a suite pc hard drive (ssd os), installed ssd, loaded software and restored the backup. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.